Manufacturer narrative:
One ionicrf¿ generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the returned product and a successful post (power on self-test) was confirmed. Multiple lesion sessions were successfully executed without error. Temperature and impedance feedback values were as anticipated for the testing performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the generator stopped during the lesion procedure and the case was cancelled.